Manufacturer narrative:
Patient information was unavailable from the site. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding an imaging device being used for a cranial resection procedure. It was reported that there was a low performance message appearing after the registration, during navigation. The procedure was a standard craniotomy and they were using 2 MRI data sets. There were no additional 3d models created, or fiber tracts. No microscope integration was used. Images were on standard zoom and default screen layout. There was no reported impact on patient outcome. There was no reported delay to the procedure due to this issue.

Manufacturer narrative:
Additional information: unique device identification (UDI) and device manufacture date provided. Correction: product and related fields updated to proper value.